Event description:
During the patient's prophylactic generator replacement case, the anesthesiologist noted bradycardia. After the patient was put under anesthesia and before the replacement procedure, the anesthesiologist noted that the patient's heart rate was low. The patient was still implanted with the model 102 generator at that time. The physician gave the patient something to bring heart rate up, but what exactly was given to the patient which resolved the heart rate is unknown by the surgeon. Afterwards, the patient's heart rate was stable. There were no problems throughout the case, and the generator was successfully replaced. While running diagnostics on the new device, there was no change in the heart rate. Follow up with the surgeon revealed that the bradycardia is not related to vns therapy/surgery and not associated with vns stimulation. No causal or contributory programming or medication changes preceded the onset of the event. However, the patient does not have a medical history of bradycardia. He is not sure what the patient was treated with which increased the patient's heart rate. No other interventions were taken or planned. No additional information was provided.

Manufacturer narrative:
.